Event description:
A malfunction alarm identified as "malf 9" was reported. The issue was noted not to cause the customer¿s blood glucose level to exceed 500 mg/dl. Customer was assisted by technical support in resetting the pump, and the malfunction did not recur. Customer was informed to continue using the pump and advised to contact support if the issue reappears.